Manufacturer narrative:
The field service engineer replaced the sample probe since a seal from it was missing. The gear pump pressure was adjusted. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 16 patient samples tested with ca2 calcium gen.2 on a cobas 8000 c 502 module. The initial sample values were reported outside of the laboratory. The reporter noted that they received an error on their laboratory water system on (B)(6) 2020 and on this day, the filter cartridges of one of the two laboratory water systems were changed. The patient samples were initially tested on (B)(6) 2020. The calcium reagent lot number was 482216. The reagent expiration date was requested, but not provided.